Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with blood glucose value 457 mg/dl. The customer blood glucose level was 309 mg/dl, 334 mg/dl, 332 mg/dl, 384 mg/dl, 336 mg/dl. Customer declined to troubleshoot for high blood glucose value and treated with insulin pump. Customer also stated insulin pump received insulin pump. The insulin pump will not returned for analysis.